Event description:
The nurse connected the plastic bact/alert fa bottle to the vacutainer for a blood draw. The blood sample was derived from a catheter. The nurse noticed when the needle was placed in the fa bottle, the blood did not flow. The nurse then observed an air bubble in the pt's vein. The catheter was immediately removed and the air dispersed from the vein. There was no injury to the pt.

Manufacturer narrative:
Bottles contain an atmosphere of co2 in oxygen under vacuum. Studies indicate that, over time, the vacuum increases in the bottle for this particular product. Based on the info received, it appears the phlebotomist may have allowed air from another source (empty IV bag, etc) into the venous access catheter. The air bubble associated with the complaint coming from an fa bottle is highly improbable as there is negative pressure (vacuum) inside the bottle.